Event description:
It was reported that a patient needed his therapy adjusted and noted that it had been more than 6 months since he met with a manufacturer¿s representative. It was stated that his pain was moving to his right hip area and his current stimulation was not reaching there. It was noted that the patient had an appointment (B)(6) 2014 and the patient wanted a manufacturer¿s representative to adjust his therapy then. Additional information received reported that the patient¿s stimulation did not cover the right side as good as the left. The patient stated that the lead started to deteriorate about 1.5 years ago and stated that this was when the coverage issues started. It was stated that the device has since been reprogrammed to help with the stimulation. It was noted that the patient had an appointment tomorrow with his healthcare professional (hcp) and the patient wanted to confirm that a manufacturer¿s representative would be there. It was noted that x-rays would be taken. It was noted that at the previous appointment, the patient had discussed replacing the stimulator with a newer model. The patient stated he was interested in the newer model and his has been implanted ¿long enough¿.

Manufacturer narrative:
Concomitant medical products: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).